Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate therapy due to oversensing during sleep. Waveform changes resulted in decreased r-wave amplitude and increased p-wave amplitude. The patient was scheduled for hospital admission for monitoring. The device remains in service. No additional adverse patient effects were reported.